Event description:
Clinician discovered there was no catheter connected to the catheter hub during a routine dressing change. The catheter had been in place a couple of days. There was no documentation of any leakage or problems with the catheter while it was in situ. The detached piece could not be found in the immediate area. The pt was discharged to home and is doing well. The attending physician at the time did not think that the catheter migrated into the pt's venous system. The pt came back to the hosp to have x-rays taken of the arm, shoulder and chest. The catheter was not seen.